Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/ retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to helix extension issues. The physician attempted to reposition the lead, and was unable to extract the helix mechanism. A different lead was implanted. No adverse patient effects were reported. The lead is expected to be returned for analysis. Product analysis is complete.